Event description:
It was reported that the customer had high blood glucose levels of 200 mg/dl. The customer reported programming a bolus for dinner but the bolus did not register in the history of the insulin pump. Troubleshooting was done. The customer run a 0.2 unit prime to verify that the history of the insulin pump reflects that insulin exited. The prime was reflected in the history of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.